Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the users had experienced a complete loss of image when the procedure had been almost completed. The intended procedure was said to have been completed with an unidentified endoscope. There was no pt harm reported.

Manufacturer narrative:
Olympus (B)(4) followed-up with the user facility to obtain additional info, but, there was no further detail provided. The device referenced in this report was returned to olympus (B)(4) for evaluation. The evaluation found the charge-couple device (ccd) had no image. The narrow band imaging (nbi) was not functioning. This report is being submitted as a medical device report in an abundance of caution.